Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient entered the operating room at 8: 30 on (B)(6) 2021 for radical resection of gastrointestinal cancer under general anesthesia. When the gastrointestinal stump was anastomosed during the operation, after fired, the stump was found to be poorly anastomosed after routine operation. Some staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.